Event description:
It was reported that the patient experienced discomfort and pain at the implantable pulse generator (ipg) site when standing or walking. The patient underwent a pocket revision procedure. No product was added or removed. The patent was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.